Event description:
Philips received a complaint from the customer on the v60 indicating that the device displayed error code 1104 alarm failure message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. It was determined that the alarm code 1104 is due to the main cpu board failure. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) replaced cba, data acquisition, the cable, da to mc pcba, and pcba, motor contr, to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.